Event description:
Terumo medical corporation received the following information: it was reported that the clinician went to pull tension and experienced suture lock. The suture would not tighten down and thus had to be cut between the hub and implant and tightened by pulling directly on the suture. The procedure sheath size used was a 6fr. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. The procedure was completed successfully. The patient was in stable condition. The procedure performed prior to the use of the angio-seal was an angio. There was no blood loss.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.